Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The existing aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Updated to reflect additional information. The implant date of (B)(6) 2019 is an approximate date. Only the year (2009) is known. Initial reporter address updated. Patient code description updated to reflect code 1928.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The existing aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. Additional information was received indicating that the patient underwent the aus replacement surgery because they recently experienced leaking. The explanted aus was implanted approximately 10 years ago. There were no patient complications during the procedure.